Manufacturer narrative:
The customer reported that their central nurse's station (cns) got locked up causing the mouse, keyboard, and touch screen to not work as intended. They were able to resolve the issue by doing a hard restart of the device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) got locked up causing the mouse, keyboard, and touch screen to not work as intended. They were able to resolve the issue by doing a hard restart of the device.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) got locked up causing the mouse, keyboard, and touchscreen to not work as intended. They were able to resolve the issue by doing a hard restart of the device. No patient harm or injury was reported. Investigation summary: the customer states their cns had locked up. Unable to use mouse, keyboard, or touchscreen. A hard restart was performed and found the cns to come back up normally, the operation was verified. The customer confirmed no further incidents or issues associated with cns since the reboot. No service was requested or provided. A review of the device history shows no recurrence of the reported issue. Per the operators manual general maintenance: restart the central monitor once every three months, otherwise operation becomes unstable, and monitoring may stop. While restarting, patients monitored by the central monitor must be monitored by alternate instruments such as bedside monitors.

Event description:
The customer reported that the central nurse's station (cns) got locked up causing the mouse, keyboard, and touchscreen to not work as intended. They were able to resolve the issue by doing a hard restart of the device.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) got locked up causing the mouse, keyboard, and touchscreen to not work as intended. They were able to resolve the issue by doing a hard restart of the device. No patient harm or injury was reported. Investigation summary: the customer states their cns had locked up. Unable to use mouse, keyboard, or touchscreen. A hard restart was performed and found the cns to come back up normally, the operation was verified. The customer confirmed no further incidents or issues associated with cns since the reboot. No service was requested or provided. A review of the device history shows no recurrence of the reported issue. Problems or issues with peripheral devices may occur due to corruption of the peripheral's driver, incorrect installation, incorrect connection, normal wear and tear, or if the peripheral device is incompatible with the system. Corrupted drivers often occur due to improper shutdown or disconnection of the peripheral device. Incompatible devices connected to the system may sometimes lead to bootup/startup issues or boot loops. Issues may be experienced if the cables of the device are loose, damaged, or if the connecting kvm is faulty. Peripheral device failure may also occur due to software version incompatibility between the peripheral device (e.g., barcode scanner) and the connected cns or installation errors, which may require software updates, user education, or rebooting. Corrected information: e2 health professional? Changed the "yes" selection to "no.

Event description:
The customer reported that the central nurse's station (cns) got locked up causing the mouse, keyboard, and touchscreen to not work as intended. They were able to resolve the issue by doing a hard restart of the device.